Manufacturer narrative:
Litigation papers allege blood tests showed patients cobalt and chromium levels were alarmingly high. During revision surgery, osteolysis was found. Additional complications arising from the revision surgery including, but not limited to, blood clotting, back pain, hip pain, and nerve damage. These injuries may be permanent and they may cause additional complications in the future. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address slightly elevated metal ion levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.